Event description:
It is reported that while tightening the screw of an ulnar cap component of a new elbow prosthesis, the tip of the 3.5 mm screwdriver tip broke off and remains within the screw head. No patient injury is reported. The screwdriver is a class 1 surgical instrument. This is a report of an unanticipated foreign body left in-situ. (B)(4).